Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The stretched coils (damaged by the stent) and tip separation were confirmed via returned device analysis. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to design, manufacturing, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 3.5x23mm xience referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a lesion in the left main. The balanced middle weight (bmw) universal guide wire was placed without reported issue. Pre-dilatation was performed with a 2.5x12mm non-abbott balloon dilatation catheter (bdc) and a 3.0x15mm non-abbott bdc. The 3.5x23mm xience stent implant was deployed without reported issue. Intravascular ultrasound (ivus) confirmed that the deployed stent implant was well apposed. Post-dilatation was performed with a 3.5x15mm non-abbott bdc and a 4.0x12mm non-abbott bdc. At the end of the procedure, the bmw guide wire became caught with the deployed stent implant and could not be removed. During the attempt to remove the guide wire, the tip became stretched, then separated. After removal of the proximal end of the guide wire, a snare device was used to retrieve the separated tip, causing a delay in the procedure of approximately 20 minutes. There was no reported adverse patient sequela and the patient is reported to be doing well. There was no additional information provided.